Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported events as follows: precautions: ¿ "juvéderm® ultra xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product and it can therefore no longer be assured. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported during injection with a syringe of juvéderm® ultra xc, while healthcare professional attached the needle to the syringe, they heard cracking. Healthcare professional did not see anything so attempted to inject the patient. The head of the syringe cracked, broke, and the needle remained in the patient¿s skin. Product leaked out of the broken syringe. Healthcare professional additionally reported, "neck of the syringe cracked, the needle came off, and the product spilled." No injuries occurred. The packaged needle was used.

Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "empty syringe of 1.0 ml received without cap, no needle. A crack is observed at the 3 mm luer lock level. A plastic part is missing."

Event description:
Healthcare professional reported during injection with a syringe of juvéderm® ultra xc, while healthcare professional attached the needle to the syringe, they heard cracking. Healthcare professional did not see anything so attempted to inject the patient. The head of the syringe cracked, broke, and the needle remained in the patient¿s skin. Product leaked out of the broken syringe. Healthcare professional additionally reported, "neck of the syringe cracked, the needle came off, and the product spilled." No injuries occurred. The packaged needle was used.